Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for removal: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight was to the specification, yellow biological tissue, wear/ abrasion and crease/ fold. Cloudiness and voids in the gel were observed after the autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted.